Event description:
It was reported the patient's blood glucose level rose to 300 mg/dl while wearing the pod. The patient reported being unsure if the cannula was properly seated in the infusion site (leg). When removed from the infusion site, the pod's cannula was found bent. The patient also reported insulin leaking while wearing the pod. Treatment information was not provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage, communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.